Event description:
It was reported that the device was explanted and replaced due to a high pacing threshold.

Manufacturer narrative:
The reported field event of high pacing threshold was confirmed in the laboratory via review of programmer printouts. The device was tested on the bench and using automated test equipment and no anomalies were observed. The cause of the field event remains undetermined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.